Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient went into severe bradycardia during insufflation. The procedure was paused until the patient was stable, and then continued as planned.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer, "patient went into severe bradycardia during insufflation. Procedure paused until the patient was stable and then continued as planned" could not be confirmed by inspecting the device and the log files even a continuous test was performed. The logfiles showed a safe state error message 3ff, which is power on test and could be resolved by restart of the unit. Therefore it is not applicable as a cause of the bradycardia. The additional found error codes 271 (over 1000 times documented in the logs) refer to if a small flow >0.2l/min is still measured at the flow sensor when the proportional valve is closed. This is uncritical regarding the reported bradycardia. Conclusion of senior medical safety advisor: the risk of a bradycardia during a laparoscopic surgical procedure is a rare but critical intraoperative complication. The complication and the prevention are described in following published article: https://www.jacc.org/doi/10.1016/s0735-1097%2825%2904367-0 the related IFU includes several application risk regarding this. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).